Event description:
It was reported, the patient underwent shoulder surgery and is having difficulty with her range of motion in using her scs system programmer. The patient underwent surgical intervention and her ipg was relocated from the buttocks area to her abdomen. Follow-up identified the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.